Event description:
Baxter reports that a home patient had the occluder feet of the transfer set break. The patient has been on peritoneal dialysis since 2005. The transfer set had been in place since 2006. The patient was treated with prophylactic antibiotics (1g vancomycin intraperitoneal), but no patient injury or further medical intervention was associated with this incident.